Event description:
Per surgeon request, endo gia universal x1 was to be opened and requested white 30, 2.5 mm reloads. Seven reloads total were used. A second request was made to open a short endo gia with 60, 2.5 mm reloads. Twelve reloads total were used. Noticed that the scrub tech was having issues unloading reloads from the device. A third endo gia standard was given to the scrub tech to alleviate delay. Informed surgeon that we were running out of 60, 2.5 mm reloads after looking in multiple areas. Nurse manager on duty called to help with sear. Therefore, two white 45, 2.5 mm were given to the sterile field per surgeon request.